Manufacturer narrative:
On 5/17/2023, meter involved in incident was returned for investigation. On 5/19/2023, reference strip lot wj11maj3b, expiration 2025-02-10 were tested with returned meter. Meter and strips passed testing with no failures detected. Meter will be returned to the manufacturer for further investigation.

Event description:
This call was originally received on (B)(6) 2023, and the caller referenced two meters. However, the representative who took the call only logged one meter (k008006k1319) and not the meter referenced within this call. Audio review of the original call was done on (B)(6) 2023, where it was discovered that the customer called about two meters. The representative who took the call will receive additional training to ensure they log all meters that are referenced within a complaint. Originally they customer said this meter gave a reading of 297, but when they got to the hospital the reading was 1,940. The customer stated meter k008006k1319 gave a reading of 450, but when they got to the hospital the reading was 1,300. Customer was unable to provide strip lot information as they no longer had the strips that were used during the incident. Customer also reported that they performed a control solution test when they returned and the control solution test did pass testing within range, but they were not able to provide the control solution lot number. During the second call on (B)(6) 2023, the caller indicated that meter k008006k1319 had the value of 297 and upon meter return, that value was found in the recent meter memory. On (B)(6) 2023 and (B)(6) 2023 product complaint analyst attempted to contact the caller for follow-up to gather and confirm more information about these meters, but was unable speak with the customer, but did leave a voicemail requesting the caller to give us a call back to provide more information. Product complaint analyst did finally speak to the caller today (B)(6) 2023. Customer confirmed that the reading of 297 was on meter k008006k1319, and the value of 450 was received on meter k008119h2326. The reason she said she didn't send k008119h2326 back is because she was waiting, and still is waiting, for more information regarding that meter from the paramedic that was on that call, but she has received nothing from him after repeated attempts of trying. Customer stated she would return meter k008119h2326 as soon as possible. Replaced meter and sent return label.

Manufacturer narrative:
Meter involved in incident was not returned for investigation. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.